Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) c23 - problems that occurred related to the actions of a healthcare professional, patient, or other device user (the code is not added in tw). Summary of investigational findings: a 65-year-old male patient who had a type a intra mural hematoma underwent an open surgery, where a hemiarch repair with a graft (30mm) from another manufacturer was performed. The patient was found to have a large dissection extending from the aortic arch (with a big entry tear on the concavity of the arch) to the iliac bifurcation of both sides 7 days after the procedure. The physician decided to perform debranching of the supra aortic trunk from ascending aorta and a tevar with a zta-p-34-161 (complaint device) with a proximal seal in zone 0, into the graft from another manufacturer. A thru and thru wire was placed from a side branch in the ascending aorta, the zta was positioned over a lunderquist wire and the tip of the zta was positioned into the side branch for deployment in zone 0. Deployment was performed under cardiac pacing without resistance. The physician experienced inability to remove the dilator tip along with the gray positioner. He was able to remove the grey positioner distally. The dilator tip, the cannula and the lunderquist wire were retrieved under direct visualization through the ascending conduit, which resulted in significant bleeding. The procedure was completed with a correct stent graft position. The patient was reported to be stable, but with a renal insufficiency possibly caused by mal perfusion. A post-implantation cta was provided and reviewed by an imaging expert. Per the imaging review, inability to remove the dilator tip along with the gray positioner cannot be confirmed because imaging of the event was not provided. Per the imaging review, the zta-p was successfully deployed by advancing the dilator tip into the second conduit. The zta deployed length was 141mm. The 20mm of shortening was visually evident in the stent element crowding. The zta-p¿s inferior end was significantly tipped posteriorly relative to the descending aortic centerline. This reflects posterior delivery system bowing from significant resistance to delivery system advancement though the arch and into the conduit. The delivery system path from the dilator tip to the gray positioner included a greater than 180 bend into the conduit, the bend of the aortic arch, and an s-curve at the gray positioner. Also, per the imaging review, the dissection could not support the delivery system¿s advancement along the proximal descending thoracic aorta. This caused the delivery system to bow posteriorly and could have caused the complaint. The complaint device was returned and evaluated. Per the device evaluation, cannula tube including dilator tip was returned separated from the introduction system. The blue rotation handle was returned rotated past stop, which caused that the stop tube became deformed. Additionally, it was found that the cannula hub and the cannula tube were separated. The cause for this separation could not be determined during the device evaluation. Review of the device history record gave no indication of the device being produced out of specification. According to IFU, zta devices are indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. Therefore, the endograft implantation to zone 0 of the ascending aorta and treatment of dissection is outside of intended use for zta devices. Also per IFU, no localized angulation should be larger than 45 degrees. Based on the provided information, device evaluation and imaging review it is likely that the dilator tip got stuck in side branch in the ascending aorta because the delivery system was bend more than 180 degrees during deployment. This could possibly have contributed to the separation between the cannula hub and the cannula tube observed during the device evaluation. It is not possible to determine if the device or the procedure have caused the renal insufficiency. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k):p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: had a thru and thru wire from a side branch in the ascending aorta, then deploy the stent graft, after un-sheathing in correct placement the graft, the surgeon then turned the safety on blue handle and then turned blue handle 2 times and saw the graft had opened like it usually does . The surgeon then wanted to bring down the nose cone however he noticed the nose cone was not moving grey dilator. He then removed the grey dilator distally and nose cone with metallic cannula (in which stent lunderquist goes thru) and 300cm lunderquist was removed from side branch (top) ascending aorta. This was a proximal removal which resulting in significant bleeding because surgeon had to open side branch larger and under direct visualization grab nose cone and lundy pull out, loss approx. Less than1000 cc of blood since patient was heparinized. He then proceeded to suture close the side branch. This extra step added extra time to procedure but in the end the patient was fine and 24 hours post up is stable with a renal insufficiency possibly a malperfusion. But the stent graft is in correct position." Patient outcome: the patient underwent a delay in the procedure. The surgeon repaired the sutured side dacron branch which was opened and administer some blood.